Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.